Manufacturer narrative:
The customer's test strips were not returned for investigation. If the test strips are returned in the future, a follow up report will be submitted. The customer's meter (B)(4) was returned for investigation. The master lot test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.0 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 40%. Donor 2 hct: 38%. Testing results: donor #1: retention meter and master lot strips: 3.0 inr. Customer meter and master lot strips: 3.0 inr. Donor #2: retention meter and master lot strips: 2.6 inr. Customer meter and master lot strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from (meter a) coaguchek xs meter serial number (B)(4) compared to her husband¿s (meter b) coaguchek xs meter serial number (B)(4). The result from meter a was 5.0 inr at 8:00 am. The result from meter b was 2.5 inr at 8:17 am. The physician believed this result to be correct. The customer¿s therapeutic range is 2.0-3.0 inr.